Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the previous aus was removed on (B)(6) 2019 due to infection. A new aus was implanted. No information about the patient's outcome was provided.